Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the surgeon attached the skull clamp to the patient's head and complained that it was "too wobbly". There was no apparent injury to the pt. Several attempts were made to obtain add'l info but to date, no new info has been received.